Event description:
It was reported that the pulse generator exhibited excessive battery depletion. The device remained implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.